Manufacturer narrative:
The customer's glidescope core smart cable was not returned to verathon for evaluation; therefore the cause could not be determined. Photos provided by the customer were reviewed which showed the reported image issue on the connected glidescope display. Review of complaint history for the reported smart cable serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care procedure, using a glidescope core smart cable, the screen displayed multiple squares and turned green upon the connection of the glidescope spectrum single-use lopro s3 blade. There was an unspecified time of delay as the doctor had to finish the procedure via direct laryngoscopy. No harm to the patient was reported.